Event description:
It was reported that a continuous glucose monitor (cgm) error occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and the customer successfully reset the pump and started the sensor session without further issues.